Event description:
Philips received a complaint by the biomedical technician on the v60 indicating that the device was not secured to the cart. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The biomedical technician called technical support to report that the device was not secured to the cart. The rubber feet on the device were starting to crumble. The remote service engineer (rse) provided the biomedical technician with the part numbers and prices of the replacement bottom foot kit, thumbwheel, foot retention plate, and central processing unit (cpu) tray cover for repair. Per good faith effort (gfe) response received 16jul2025, the biomedical technician ultimately ordered and installed the replacement foot retention plate, cpu tray cover, rubber feet, and thumbwheel screws, after which the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.